Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device by the manufacturer, the device's inspiratory pressures were found to be high and low. The device's blower motor was replaced to address the issue.